Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could be replicated. To restore functionality, rad/gain calibrations were completed. The imaging system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that image acquisitions from the imaging system were very dark and underexposed. It was noted that exposure and expositions factors were adjusted without resolution as the images were still dark. There was no patient present when this issue was identified. There was no patient present when this issue was identified. Additional information was received. It was reported that the event occurred during a lumbar spinal fusion. Additionally, it was noted that all image acquisitions were used in the procedure. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome.